Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately one-month post implant it was reported that possible intermittent atrial lead undersensing was noted during recorded arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.